Event description:
.

Manufacturer narrative:
(B)(4). Additional information: the patient outcome is a permanent artificial anus. Based on the information received, the condition of the tissue due to neoadjuvant therapy required a probable permanent artificial anus. The analysis results showed that the device was received in good visual conditions and with a cartridge reload present. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectal procedure, incomplete staple line, cutting completely. No further information is available. Permanent colostomy.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.